Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had half a year remaining longevity at the beginning of check but recently it showed one and a half year. Boston scientific technical services (ts) discussed current bins and how longevity can swing from the programmer's perspective with small changes in the calculation. Ts then discussed regarding magnet rate. Additional information was obtained from the field indicating that there was no longevity issue. This pacemaker remains in service. No adverse patient effects reported.